Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call the insulin pump had a power loss alarm and hardware low level failure. The customer¿s current blood glucose level was unknown at the time of the incident. The customer¿s father reported the alarm and error. The customer did not troubleshoot the issue previously. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specification range. No unexpected power error 25 alarm noted during testing. Pump error 25 alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. Pump error 63 alarm confirmed in the pump history due broken trace on the keypad assembly. Pump received with scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window.